Event description:
It was reported that the customer's keypad on the insulin pump was working incorrectly. The customer's up button was not responding. The customer's blood glucose was unknown. Advised a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.